Event description:
It was reported that this pacemaker triggered a lead safety switch (lss) due to low out of range pacing impedance measurements lower than 200ohms on the right atrial (ra) channel. Additionally, oversensed noise was recorded on the non-boston scientific (ra) lead after the lss. Technical services (ts) was consulted and mentioned that there was a possible insulation breach in the ra lead. Moreover, ts observed that the power consumption of the pacemaker had been elevated and presented sudden changes which were not explained by the available data. Ts recommended further system evaluation. A subsequent review of the system noted that programing pacing thresholds were more elevated than required and were reprogrammed, resulting in a recovery of the projected battery longevity from 7.5 years to 12.5 years. The patient with this pacemaker will continue to be monitored. This pacemaker remains in service. No adverse patient effects were reported.